Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit and weak battery. The blood glucose reading was 170 mg/dl. The insulin pump alarmed during both normal use and at a battery change. The customer reported that the batteries were out of the insulin pump for two weeks. The customer reported that the insulin pump continued to reset the time and date. The battery was not previously used and the battery cap was not loose, cracked or damaged. The customer reported that it was the second occurrence of an off no power alarm after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.